Event description:
Hospital reported: during a procedure the surgeon implanted a tfn nail-long using a 3.2 mm guide wire. Surgeon was almost finished closing the pt and discovered the guide wire was left in the pt. Surgeon did not remove the guide wire and it remains in the pt.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed, no conclusion could be drawn, as no product was returned. Without a lot number the device history records review could not be requested.